Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. No predilation was performed. The physician advanced the offroad entry system to the lesion and then attempted to inflate the balloon, but the balloon would not inflate. The physician thought the balloon looked like it had already ruptured, perhaps due to the calcification during advancement. The procedure was not completed due to the calcification. No patient complications were reported.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).